Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red plastic tab at the top of the instrument has split.

Manufacturer narrative:
The investigation confirmed that the size locking knob is broken as reported. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.